Event description:
A customer contacted beckman coulter inc. (Bci) stating that after probe aspiration on the coulter act diff 2 analyzer, the sample vials had blood left on the rubber cap. The reported event only occurred on the last two samples ran and no other sample vials or control vials had same outcome. The customer verified wearing proper ppe during this event. There was no exposure to mucous membranes or open wounds and medical attention was not sought.

Manufacturer narrative:
Low vaccum supplied to the probe wipe assembly during the rinse cycle allowed diluent to accumulate around probe rinse block. The excess diluent dripped onto the top of the tube. A field service engineer (fse) went on-site and replaced some hardware parts. The customer verified controls. The root cause for the leak may be associated with low vacuum supplied to the probe wipe assembly during the probe rinse cycle.